Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the provided treatment report shows the treatment type is f_cat. The q-values normally should be equal and always set to zero for f-cat treatment type. In this case the user set q1 to -1.0 and q2 to 0. When the laser is receiving such a command it understands to induce some toricity on the cornea, and it did so. Therefore, the root cause for the reported event is a wrong setting of q2 parameter. There was no malfunction of the device. The root cause is user error. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received indicated the facility believes it was a user error by the laser tech that day and not a true issue. It was stated that a 1.0 got entered in to the q-value instead of the usual zero that should be put there.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient with a small correction but was treated with a large ablation depth. Additional information has been requested.